Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: organ perforation, shortness of breath, (sob), anxiety. The reported allegations have been further investigated based on the information provided to date. The additional information regarding organ perforation does not change the previous investigation results for vena cava perforation. Unknown if the reported anxiety and shortness of breath, (sob) is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot number are unknown, but the celect filter is manufactured and inspected according to specification. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per additional information received, patient is alleging organ perforation. Patient further alleges anxiety and "I have recurring pain in my chest and abdomen areas. It also affects my breathing at times." "I have shortness of breath (sob) and I have restricted breathing. I have had these issues since I had my filter placed. Per computed tomography report, "the hook of the cook celect retrievable ivc filter is at the l2-3 interspace. The ivc filter is not tilted. All the struts of the ivc filter perforate the ivc up to 9mm. One (1) anterior strut perforates the ivc wall 9mm and contacts the bowel. One (1) medial strut perforates the ivc wall 9mm and resides within the soft tissues. One (1) posterior strut perforates the ivc wall 9mm and contacts the right psoas muscle. One (1) lateral strut perforates the ivc wall 7mm and resides within the soft tissues. No hemorrhage seen. Thrombus within the ivc or filter cannot be evaluated on this contrast study secondary to mixing artifact. No fracture fragments are identified".

Manufacturer narrative:
Exemption number e2016032. (B)(4). Manufacturer reference # (B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'celect, vc perforation, chest/ abdomen pain, breathing problems'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Correction: changed from serious injury to malfunction. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 12/dec/2017 as follows: patient received an implant on (B)(6) 2011 via the right internal jugular vein due to deep vein thrombosis and pulmonary embolism. Patient is alleging vena cava perforation, pain in chest and abdomen, breathing problems.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook celect filter. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) since catalog# is unknown 510(k) could be either k061815, k073374 or k090140. (B)(4). It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "patient received a cook celect filter on (B)(6) 2011". Patient outcome: it is alleged that patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.